Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic uterine artery embolization procedure. It was reported that, upon attempting to remove the catheter from the packaging, the physician had difficulty and pulled the catheter which became broken. Another catheter was used instead.

Manufacturer narrative:
This device will not be returned for eval. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Our directions for use outline proper placment, access and maintenance for this device.